Event description:
While physician was performing a laparoscopic cholecystectomy after the gall bladder was removed, support was being placed into the pt. A foreign object was found, turned out to be the endo catch bag used to remove the gall bladder. It was found and removed from the subcutaneous tissue. No adverse outcome to the pt.